Manufacturer narrative:
Root cause: use error/training. Per the tandem user guide, ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c)." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to high temperatures. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 253 mg/dl.